Event description:
It was reported that the patient¿s system was removed in (B)(6) due to an infection. It was not believed to be device related. It was reported 4 days later that the pump had been removed due to infection that was not related to the pump implant. The infection was caught approximately 2 months after implant. The pump was used to infuse an unknown type of drug. Additional information received indicated the onset/diagnosis of infection occurred on (B)(6) 2014. The patient did not have meningitis. The last refill occurred at end of life replacement on (B)(6) 2013. Signs and symptoms of the infection included drainage and incisional wound opening. The primary location was the device pocket. A culture was obtained from the device pocket; the type of organism was unknown. Perioperative antibiotics were administered, treatment instituted for infection included IV antibiotics. The patient¿s outcome included that the infection resolved. No drug withdrawal occurred. The pump was explanted due to infection on (B)(6) 2014. The pump was used to infuse sufentanyl, clonidine and bupivacaine.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).